Event description:
The user facility reported that the involved guidewire was used for a coronary stent implant. When the guidewire passed through the coronary vessel lesion, resistant was felt. The physician made multiple attempts causing a spasm of the coronary artery. This affected the progress of the procedure. The physician injected 100 milligrams of nitroglycerin into the catheter for the wire to smoothly pass through the lesion. The event occurred intra-operative. The procedure outcome was not reported. The final patient impact was not harmed.

Manufacturer narrative:
UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Establishment address: unknown. Initial reporter name: unknown. Health professional: unknown. Occupation: unknown. Since no actual sample was available, the following investigation was conducted. Review of the manufacturing history record and the shipping inspection record confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. Since no anomaly was confirmed in the manufacturing history record and no actual sample was returned, the cause of occurrence could not be clarified. From the description of the event that the resistance was reduced by vasodilation with nitroglycerin, it was inferred that the lesion was stenotic and might have rubbed against the product in question. Relevant IFU reference: "if any resistance to the runthrough ns or the interventional device is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the device) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or device manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the interventional device." (B)(4).